Event description:
Add'l info rec'd from MFR 10/27/04: it could not be determined if the event was attributable to the device. The actual device was not available to be returned to b. Braun for evaluation. A historical review of pir database revealed no other incidents of this nature against this set or this lot. The labeling for the device does not make a statement as to the frequency or severity of this type of incident. This is the first reported incident of this nature against this item. MFR will continue to monitor for any increase in the complaint trends for this product and take appropriate action if warranted.

Event description:
Rn in pt's home to administer first dose of new antibiotic. While there, she observed pt's tpn infusion and noted tubing leaking at connection of back check valve (permanently installed by factory). Pt stated this had occurred occasionally since changing to tubing sets with attached filters and had not reported it. Rn went thru 3 sets before finding one that didn't leak. "Straight" tubing and separate filters delivered the next day.